Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7019902, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of redness, swelling, small opening with drainage, and high white blood cell count were noted. The physician did not believe that the infection was device or procedure related. It was mentioned that patient has recently had multiple urinary tract infections all of which physician believed attributed to the infection. The patient was placed on antibiotics and was explanted.